Event description:
It was reported that cgm displayed error 42 while sensor was in use. No additional information was received regarding the impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, and error did not appear again, and customer successfully started new sensor session.